Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual device was not available; however, two (2) videos of the sample were provided for evaluation. The video was reviewed and showed the transfer set with a twist clamp in the open position with a syringe attached to the female connector. The nurse pressed on the syringe with force not allowing fluid to flow through the transfer set. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had restricted or low flow; described as; difficulty for the flow of liquid both to drain and infuse the patient. Due to the issue, the patient was unable to undergo dialysis for three (3) days. This was discovered during use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.